Event description:
It was reported that a malfunction code labeled as malf 9 was displayed. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided information for future reference. No recurrence of the malfunction code was observed after the reset, and the customer was informed they could continue using the pump. Additionally, the customer was instructed to call back if the malfunction code reappears. The customer acknowledged and understood the guidance given.